Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, starting therapy when not connected could introduce air into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect to the patient line being starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a low drain volume (ldv) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the alarm. The home patient (hp) stated they observed air in the patient line and they had press go before connecting to the patient line. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.